Event description:
Information provided states that during a hip revision arthroplasty the 6mm pierce probe broke. The tip of the probe was left in the patient. A larger probe was used to complete the surgery.